Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed ventricular tachycardia (vt)/ventricular fibrillation (vf). The device never reached detection and intermittent drop out was noted. The patient coded and subsequently died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 201; product ID 383059 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).